Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly and that the touch screen was intermittently unresponsive. Customer¿s blood glucose level was 230 mg/dl. The customer reverted to multiple dose injections for insulin therapy and a replacement pump was sent.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.